Manufacturer narrative:
Additional information/correction: f10: changed device code from 1354 to 1457. Additional information: h10. Section h10: additional information provided indicated the mitral regurgitation consisted of paravalvular leak (pvl). Because the mitral valve had not been implanted in the optimal position, when the aortic valve was deployed, it pushed the valve that was in the mitral position, into the atrium. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (device manipulation during the deployment of the aortic valve) likely contributed to the too atrial position of the initial valve and resulting pvl.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. No imaging was made available for review. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors (device manipulation during the deployment of the aortic valve) likely contributed to the too atrial position of the initial valve and resulting mr. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during an open transatrial procedure and post implant of the sapien 3 valve in the mitral position, the physician moved to perform the tavr. After the deployment of an edwards intuity valve in the aortic position, the physician noticed the mitral valve was 80% in the atrium (with severe mr). The mitral valve was explanted and replaced with a non edwards surgical valve. The patient left the room in stable condition. The intraop tee mitral annulus was measured at 27mm. The annulus was heavily calcified and had moderate mitral leaflet calcification. It was perceived that during deployment of the aortic valve, the mitral valve was pushed too atrial, which resulted in severe mr. There was no allegation of device malfunction.